Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -11.50 diopter, implantable collamer lens tore during injection into the patient's left eye (os) on (B)(6) 2020. There was no patient contact. During the initial surgery on (B)(6) 2020, a replacement lens was implanted. This resolved the problem. Cause of the event is reported as user error.